Event description:
Increase in pain medications as well as anxiety pills now. I fall now without notice. Bilateral knees from zimmer-replaced loosened biomet knees, 24 hr pain, clicking sounds. Most of all instability not knowing when I will fall.